Event description:
Reporting status: serious injury - medical intervention/permanent impairment. Reporting rationale: occlusion/attempted intervention/mi. Device issue: no device malfunction has been reported. It was reported that the target lesion was a heavily calcified diagonal. After deploying a 3.5 x 12 mm promus stent in the mid lad, the 3.0 x 12 mm promus was deployed in the diagonal, at which time the diagonal branch shut down. To treat this a new 3.5 x 12 mm promus was deployed proximal to the first stent in the lad. A wire was down the diagonal, but after dilatation with another company's balloon, flow was still not established. The patient experienced chest pain and the ER physician was brought in to intubate the patient. Flow was never able to be re-established down the diagonal and patient was sent to recovery. The entire ventricle wall by the diagonal had infarcted. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Angina, myocardial infarction and occlusion, as listed in the promus IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality issue. It is likely that the myocardial infarction, angina and respiratory distress are secondary effects of the occlusion which resulted in hospitalization. However, a conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined.